Event description:
It was reported that lens was found to be anteriorly displaced resulting in myopic refractive error in the right eye. The surgeon attempted to reposition the lens but was not successful. The lens was explanted and another lens of same model and diopter power was implanted. Reportedly, the patient is still myopic post iol exchange.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.